Manufacturer narrative:
Corrected information provided in a.2, a3.a, b.2, b.3, b.5, b.6, b.7 and d.10 additional information provided in h.3 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same company different model lens but half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision, difficulty seeing distance. The lens was exchanged for another lens model 03 months 06 days following the initial procedure. Clinical reason for explant was mentioned as visual disturbances unspecified. Additional information has been requested.